Manufacturer narrative:
Awareness occurred as a result of reviewing the dataset submitted as part of a retrospective clinical study. An event regarding revision of a stryker hinged knee was reported. The exact cause of the event could not be determined with the limited information provided. Further information including the explanted devices, a complete event description including the reason for revision surgery, complete device details, post primary, follow up, post revision x-rays, notes from follow up visits, as well as complete patient medical and clinical information would be required in order to carry out a full investigation. No information was provided despite being requested to indicate that the event was device, manufacturing or design related. Should additional information become available, the investigation will be reopened.

Event description:
It was reported that, "a stryker hinged knee was revised."